Event description:
After patient's implant surgery, it was reported that the patient is showing signs of horner's syndrome and that the physician wasn't sure if it was from surgery. The physician did some research and feels like the horner's syndrome is from the surgery.